Event description:
On (B)(6)/2009, pt reported he was in the process of changing the insulin cartridge and received an e10 (cartridge error) alert. Pt stated, it is "struggling to rewind". Had pt insert a new aa alkaline battery. Had pt start the change the cartridge procedure. Pt reported, it has gone down "a little but it is really fighting itself". Pt stated, the piston rod is making a grinding noise. Pt reported, it was going half way down, slowed down, and then gave "another burst." Pt stated, he received the e10 alert again. Advised pt, he should use an alternative insulin therapy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.